Event description:
Earlier this year, the operating room bed malfunctioned during the patient's right lower extremity wound debridement. The crna (certified registered nurse anesthetist) reported that the surgeon asked for the bed to be raised. When the height button was pressed, the entire bed began to rise and then the head of the bed began to rise without the crna's finger on the button. The head of the bed continued to rise without stopping until it was a 90 degree angle. Then the entire height of the bed began to rise without anyone touching the remote. Attempts to manually stop the bed by using the button controls were unsuccessful. As the surgeons were trying to pack the lower extremity wound, the foot of the bed began to rise. The bed was immediately taken out of service and the patient was moved to another operating room in order to complete the procedure.